Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). On (B)(6) 2025, a reintervention was performed for proximal stent graft-induced new entry tear (p-sine), which had been found during a follow-up examination. Another ctag ac was additionally implanted just distal to the vertebral artery. Note: patient had the isolated left vertebral artery. Also, a bare-metal stent was implanted in the left subclavian artery. The patient tolerated the procedure. The reporting physician commented as follows: the patient had abdominal aortic aneurysm and two thoracic aortic aneurysms, so the patient¿s vessel condition was a possible factor for the p-sine. Another possibility was that the vessel wall was overloaded at the proximal edge of the stent graft.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.